Event description:
A home patient's nurse reported that in 2004 a home pt was diagnosed with peritonitis. Reportedly, the home pt was hospitalized and the catheter was removed. The home pt's nurse advised that the root cause of the episode could not be established, however, the home pt had experienced a previous peritonitis episode which reportedly stemmed from their habit of not wearing a mask during setup of their automated peritoneal dialysis supplies (no further details available). The home patient's nurse advised that they were not responsible for the home patient at the time of the episode and that they did not have further details in the home patient's chart relative to the lab work and treatment of the infection. The home patient's nurse reported that the home patient did make a full recovery.